Manufacturer narrative:
Product analysis: analysis noted that the cable did not pass continuity tests and had a broken knob. The cable was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.